Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective lcd. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event.

Event description:
The customer reported a display failure, wherein "burned horizontal lines" appeared over the alarm limits. No consequences or impact to patient were reported.